Event description:
It was reported that the customer's insulin pump was cracked by the reservoir compartment. It was stated that the customer was not able to prime the device and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip. Further testing could not be performed due to the cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.